Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: unique device identifier: (B)(4). The device was returned. The damaged coils (reported as kinks) on the guide wire were confirmed. Additionally, the shaping ribbon was separated 29.5 mm distal to the center solder. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that before use, the balance middle-weight (bmw) guide wire was unpackaged and was found defective, the tip and the guide wire core were kinked. The bmw guide wire was not used. There was no patient involvement. The bmw guide wire was replaced with a new bmw guide wire. There was no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed a shaping ribbon separation.